Event description:
It was reported that the implantable neurostimulator (ins) was switching on and off without any activation of the patient programmer. The ins battery "seemed to be ok". No sources of electromagnetic interference could be identified as possible root cause for the issue. The ins and extensions were consequently explanted. There were no patient symptoms related to this event. Attached telemetry strips later reported indicated ¿???¿ were obtained when impedance measurements were taken on both of the patient¿s programs. The patient programmer showed 6 activations and was last reset on (B)(6) 2012. The patient had been programmed to continuous mode with no cycling. It was indicated that the patient received reprogramming of the left electrode without any clinical benefit but increase of ¿current results¿ in correct sensation at the pelvic floor and anus. An x-ray examination in march revealed no abnormal results. The patient reportedly fell on the backside in (B)(6). It was indicated that there was a sensation of an ¿on/off phenomenon¿ as well as electrical sensations ¿at the bottom¿. These problems reportedly developed after the fall. The physician ¿thought of any malfunction of the device or connections.¿ the position of the leads and the leads themselves had not been revised due to reproducible acute stimulation during out-patient visits. The patient was implanted with a new device but the clinical benefit was still missing. However, the patient was receiving therapy and did not further describe the on/off phenomenon or the ¿electrical irritation¿. The reporter indicated that concomitantly, the patient suffered from intensive urinary tract infections (utis) which might also have explained the delay of efficacy.

Manufacturer narrative:
Analysis of neurostimulator model 7427t serial # nfe801974s showed no anomalies. Analysis of extension model 3095-10 serial # (B)(4) showed no anomalies. Analysis of extension model 3095-10 serial # (B)(4) showed no anomalies. (B)(4).

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.